Manufacturer narrative:
Photos were provided to the manufacturer for evaluation. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 02/2021).

Event description:
It was reported that sometime post port removal procedure, during a routine review, the tip of the catheter allegedly was identified approximately 1 cm shorter than the normal tip and appeared flat. Reportedly, the port was originally placed via right internal jugular vein in the right chest wall and the healthcare provider alleged the catheter was not trimmed during the placement procedure. It was further reported that imaging allegedly did not demonstrate foreign material in the patient. There were no further complications reported.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was completed for the lot number. This is the first reported complaint for this lot number and this issue to date. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, two (2) electronic photos were reviewed. The first photo shows the catheter, cathlock, and port assembly. The sample has blood and residue throughout. No detail can be seen as far as the surface of the alleged break in the catheter is concerned as the assembly is inside a plastic bag. The second photo shows the end of the catheter. It's not clear if this section of catheter is attached to the port and cathlock or if it was provided as a way to emphasize the catheter break. The details of the catheter surface are again unclear due to the sample being in a plastic bag. Due to the lack of a returned sample and the lack of clarity in the photos provided the investigation will remain inconclusive. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(methods, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port removal procedure, during a routine review, the tip of the catheter allegedly was identified approximately 1 cm shorter than the normal tip and appeared flat. Reportedly, the port was originally placed via right internal jugular vein in the right chest wall and the healthcare provider alleged the catheter was not trimmed during the placement procedure. It was further reported that imaging allegedly did not demonstrate foreign material in the patient. There were no further complications reported.